Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus). A revision surgery was performed and all components were removed and replaced. The cuff was downsized from 4.5 cm to 4.0 cm, the physician believes that the cuff was the incorrect size. The patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus). A revision surgery was performed and all components were removed and replaced. The cuff was downsized from 4.5 cm to 4.0 cm, the physician believes that the cuff was the incorrect size. The patient fully recovered.